Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, serial/lot #: (B)(6). H3: a medtronic representative went to the site to test the equipment. Testing revealed that high voltage (hv) cable chain was replaced. The imaging system then passed the system checkout and was found to be fully functional. The hv cable chain was returned to the manufacturer for analysis. The hv cable chain was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Multiple fdd/annex a codes were reported. A0905 was coded for interrupted image acquisition. A1102 was coded for the error message 40. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system displayed error code 40 during a spin. The site swapped to a different imaging system for the remainder of the case because it stopped working in the middle of an image acquisition. Error 40 is a generator imbalance which causes the x-ray to stop working. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.